Event description:
Patient underwent an uneventful ptca and stenting of lesion in proximal to mid right coronary artery (rca) with a 2.25 x 28mm cypher select stent. The patient was unable to take aspirin due to past history of gi bleeding and was on plavix. Four days later, the patient was presented with chest pain and was diagnosed as having a sub acute stent thrombosis after coronary angiography. Patient underwent ptca and stenting of distal rca with a 2.25 x 13mm cypher select stent and the proximal rca with a 2.50 x 13mm cypher stent. The patient was discharged on plavix.

Manufacturer narrative:
This device (lot i0806186) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.